Manufacturer narrative:
(B)(4).

Event description:
It was reported that three weeks after placement of the catheter, "medical agent was found leaking from the three-way stopcock". It was replaced with a new one. No patient harm reported. The leak was detected after replacing the infusion line that was connected to the stopcock.

Manufacturer narrative:
Qn# (B)(4). It was reported by teleflex japan that it was found that the defective device was not a product manufactured by teleflex; therefore, the initial report, submitted on 01-oct-2023 should be retracted.

Event description:
It was reported that three weeks after placement of the catheter, "medical agent was found leaking from the three-way stopcock". It was replaced with a new one. No patient harm reported. The leak was detected after replacing the infusion line that was connected to the stopcock.